Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during the operation, it was found that there was powder leakage in the second aseptic package, which was all the powder leakage on the horizontal side. The accuracy of bone cement dosage was seriously affected. The same problem arose with the subsequent opening of six packages. Due to the patient's poor tolerance and the limited time of tourniquet, this procedure seriously affected the progress of the surgeon. This was 17th accident in (B)(6) in 2020. No adverse health consequences.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : g4, h2, h10. The product analysis can't be performed as the product was not returned. 32 complaint (73 products) have been recorded over the batch a749dc0513 since ever. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation will be sent to the complainant conveying zimmer biomet conclusions if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the operation, it was found that there was powder leakage in the second aseptic package, which was all the powder leakage on the horizontal side of side b.the accuracy of bone cement dosage was seriously affected and the product was not used.the same problem arose with the subsequent opening of six packages.due to the patient's poor tolerance and the limited time of tourniquet, this procedure seriously affected the progress of the surgeon, another product was used, and the event led to a delay of 15 minutes. No adverse health consequences was reported.